Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
Customer reported a (B)(6) ab result on a fingerstick whole blood sample tested with the alere determine hiv 1/2 ag/ab combo. Three tests were performed on the same person during a training event; the first test was (B)(6) and the next two were (B)(6). No confirmation testing was performed. No event date was provided. Based on the information available in the case, it appears a malfunction may have occurred with one of the three conflicting alere determine hiv 1/2 ag/ab combo tests. The subject was female. Pregnancy status, treatment and outcome were unknown. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).